Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: it was reported that "...the sutures were ripping..." Please clarify how many devices were used on this single procedure. -unknown. It was reported that "...the sales rep found that the suture expired 04/30/2024". When was the product ordered? Unknown. When did the customer received the product? Unknown. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6) sales rep please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Suture was shipped back on friday august 9th. H3 investigation summary: the product was returned to ethicon for evaluation. Two representative unopened samples were received for analysis. Product code 8304h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that a patient underwent a CABG procedure in 2024 and suture was used. It was reported to the sales rep that during a CABG procedure that the sutures were ripping. Staff was wetting the suture because it was brittle. Another box of a different lot was opened to continue. Procedure was completed as planned. There were no adverse consequences for the patient. 17 sterile samples returning. No adverse patient consequences were reported. Additional information was requested.